Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17613179m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a procedure for a pulmonary vein isolation with a smart touch unidirectional catheter and suffered a pericardial effusion which required surgical intervention. The patient¿s medical history was unknown. During the procedure, the physician noticed that the patient¿s blood pressure dropped. An echocardiogram reflected a pericardial effusion which required surgical intervention. This event occurred before ablation but it was stated that it might still be related to the ablation catheter. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on june 1, 2017 on the event. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient outcome was improved. Factors cited that may have possibly contributed to the adverse event include patient anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a heartspan transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. No force visualization features were used. No visitag parameters for stability were used. No additional filters were used with the visitag. No color options were used prospectively. There is no information regarding shaft proximity interference value. The smarttouch unidirectional catheter was not in close proximity to another catheter. The smarttouch unidirectional catheter was not zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. (B)(4).